Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician successfully deployed an emboshield into the right internal carotid artery; pre-stent dilatation was performed with another brand of balloon; the xact stent was successfully positioned and deployed; the emboshield was successfully retrieved. It was reported that the patient experienced a transient left-sided hemiparesis and a period of unresponsiveness during the procedure. The episode began at 11:18 with the patient being unable to follow commands or respond to questions; at 11:20, a fluid bolus was given; at 11:26 the patient was alert and oriented and responding appropriately. At 11:26, the only deficit noted was a slightly weaker left than on the right. The patient was transferred to the cardiac intensive care unit (cicu). At 1200, the patient was without neurological deficits. The patient experienced no further changes in neurological status. In 2006, there were no neurological deficits and the patient was discharged home.